Event description:
Medtronic received information that during the implant procedure of this 31mm mitral bioprosthetic valve, the cinch mechanism broke while the handle was being turned and before the stent posts deflected inwards. It was stated that it is not clear if it was overtightened. The cinch suture also broke during this process. No patient involvement was reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve with one suture tip exposed. The right left and right non-coronary stent posts were deflected inward. Per hancock instructions for use, ¿the cinch mitral holder, shown in a nondeflated state, is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts when viewed from the outflow aspect. Warning: do not deflect the stent posts past their fully deflected position.¿ the gap between the stent posts is measured to be less than 1mm. The valve holder appeared intact. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations; one suture was cut during analysis. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, a and b tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. The cut suture end appeared smooth. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.